Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the stimulator resting uncomfortably on the hip bond was "just terrible pain". The patient was in severe pain and the issue was not resolved. No further complications reported.

Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that the patient's ins was dead and resting on their hip and causing extreme pain. When the patient sat down it felt like it was burning from their back to their feet. They also felt bad spasms where the stimulator was, numbness, and their buttocks hurt when sitting. The patient fell down the stairs and hurt their back. An x-ray was performed and they saw that the ins was resting on the hip bone. No further complications reported.